Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: one static image and one media file were provided for review of the event. It was reported this patient had pure aortic insufficiency which would be considered off label. The implanting team was not able to deploy the valve in the annulus. It was reported that several deployment attempts were made, and the valve was recaptured six times. Per medtronic best practices, the valve can be partially or fully recaptured up to three times at any point before the "point of no recapture", allowing for a total of three deployments attempts before the valve must be deployed or retrieved. First two recaptures can be used to reposition and redeploy the valve. After the third recapture, the valve must be completely recaptured and retrieved from patient. Ultimately, the procedure was aborted. It was reported that, after the procedure, the patient suffered a dissection and a stroke. Of note, the medtronic evolut fx system is indicated for relief of aortic stenosis in patients with symptomatic heart disease due to severe native calcific aortic stenosis who are judged by a heart team, including a cardiac surgeon, to be appropriate for the transcatheter heart valve replacement therapy. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the attempted implant of this transcatheter bioprosthetic valve into a patient with pre-existing pure aortic insufficiency, the valve ended up deep on the non-coronary cusp (ncc) and dislodged several times. The valve was recaptured approximately six times. The procedure was subsequently aborted. It was noted that a non-medtronic (lunderquist) wire was used during the procedure. Following the procedure, the patient experienced a stroke and a dissection correlated to the unsuccessful procedure. No treatment was reported. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID evolutfx-34 (serial: (B)(6)); product type: 0195-heart valves; implant date n/a ; explant date n/a. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received indicating that a pre-implant balloon aortic valvuloplasty was not performed at the outset of the procedure. It was noted that the patient's horizontal aorta and difficult angulation as well as pure aortic insufficiency with no calcifications for the valve to attach all contributed to the dislodgement. Prior to valve dislodgement, the deployment starting point on the first attempt was low pigtail with an implant depth of about 3-4 mm. On first attempt, the valve attached on the left coronary cusp (lcc) but was high about 0-1 mm, so recapture was performed. On the subsequent deployments attempts (about six attempts), the starting point was approximately 4, 6, 8, 10 mm on ncc, all attempts ended with the valve dislodging and the height on lcc could not be determined. As noted, all attempts ended with the valve dislodging on the left coronary cusp (lcc) side and ventricular in direction. The patient's stroke symptoms presented after the procedure, so the patient was sent for computed tomography (CT) examination, which confirmed the occurrence of stroke. It was reported that the physician mentioned that the patient was sent to an outbound ward for rehabilitation. The location of the dissection was described to be in the aorta descendance involving the coronaries and subclavian. According to the physician, the several unsuccessful recaptures might have contributed to the dissection but is impossible to fully determine. No further details were provided.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Corrected: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received which reported that as a result of the stroke, the patient suffered from dysphasia and left sided paresis. According to the physician, the stroke was related to the procedure, and had an unknown relationship with the delivery catheter system (dcs). The patient has previous aorta ascending aneurysm which might contributed to the dissection. As previously reported, there was several attempts to deploy the valve and approximately six recapture attempts. The recaptures might have contributed to the dissection. "Conservative" treatment was provided for the dissection.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.